Manufacturer narrative:
The insulin pump had button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies during visual inspection. The device had cracked case at lcd window corners and a scratched lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.